Event description:
The report received indicated there was a crack on the shaft of the 2.0x15mm balloon catheter. The physician exchanged the balloon catheter and decided to use another balloon to complete the procedure. There was no patient injury reported. Further information indicated the problem was identified when the physician pressurized the device to 8 atm; it was noticed that there was no pressure in the balloon then identifying a crack on the shaft and causing a leakage. The device was prepped and inspected per the instructions for use. There was no excessive force used during handling.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please not that this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.